Event description:
It was reported that inflatable penile prosthesis (ipp) device was not working. Patient underwent a revision procedure. All components were explanted and replaced. No adverse patient effects.